Manufacturer narrative:
Facility name truncated due to character limit: full name - (B)(6). Review of the customer analyzer data indicated a tube leakage, residues were present and potentially affected the photometer intensity. Additionally, multiple disturbances were observed in both background and baseline levels of the analyzer, indicating that multiple leakages occurred throughout the available dataset as well as before that since, the instability of the baseline was observed from the beginning of the dataset. The optical path contamination and instability were aggravated after run#510 & 515, which significantly affected both background and baseline levels. This most likely resulted in the potential false positives. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves has been launched. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua201779, product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the (B)(6) alleged multiple discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The customer initially alleged invalid reports for multiple patients, however during investigation, upon review of customer data, three false positive results were identified. Please note the potential false positive runs were not alleged by the customer. Upon initial testing on liat sn (B)(4), sample 1 generated a triple positive result for all three targets - sars-cov-2, influenza a & b. Sample 2 & 3 tested positive for the influenza b target. However, upon repeat testing of the same samples, all the samples tested negative for all three targets of the scfa assay. It is not known if the results were released. No alleged harm. Three mdrs will be filed per the FDA guidance. An investigation was conducted to evaluate the customer issue.